Event description:
Additional information: on (B)(6) 2015, we have been contacted by the patient through a lawyer with a request of additional information, including the return back of the broken stem. We immediately blocked the shipment of the stem to the selected laboratory for the analysis. On (B)(6) 2015 there was a meeting between medacta and the patient to discuss about the situation. On 06/22/2015 we received the confirmation that the patient agreed to analyze the stem in the laboratory previously selected by medacta. On the same date we shipped the item to the laboratory. A final report with the analysis is expected on 07/16/2015. Reference MFR # 3005180920-2015-00099.

Event description:
Addition information: on 07/16/2015 we received the report of the analysis from the external laboratory. On 07/28/2015 the report was checked by the medical affairs director who updated his original evaluation, based on the new information. Reference MFR # 3005180920-2015-00099.

Event description:
Revision due to breakage of the conus of amistem. This is a second revision: has been removed the amistem h lat size 2 with biolox option head xl. First revision took place on (B)(6) 2011. It has been removed the ceramic head 28 s and put a biolox option 28 xl. Ref MFR# 3005180920-2015-00099.